Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the analyzer and found evidence of leak underneath the ise buffer syringe was leaking from fitting. The fse replaced the ise buffer syringe and cleaning fitting which resolved the issue. The cause of failure was identified as the ise buffer syringe. As a proactive measure the fse also replaced the ise tubing which was going to be due. The fse verified system performance without further issues. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
Customer reported the dxc 700 au chemistry analyzer generated ion selective electrode (ise) which includes sodium (na), potassium (k), and chloride (cl) with low anion gaps. The customer also reported observing a leak originating from the analyzer. The erroneous results were not reported outside the laboratory. The customer did not provide demographics or patient data, and the exact number of patients affected is unknown. There was no report of change to treatment, injury, or death associated to this event.